Event description:
It was reported that the device will not charge due to an open circuit in the paddle assembly. There was no pt use associated with this event.

Manufacturer narrative:
Physico-control recommended repair, but the customer declined the offer and confirmed that the device will be taken out of service. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.